Event description:
Baxter (B)(4) received a report that a halfday infusor had leaked before use. The device was filled with a 60 ml solution of 2500 mg of desferrioxamine in water. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination and functional testing of the sample revealed a leak, from the welded area of the volume indicator and port. The root cause was determined to be an insufficient weld between the volume indicator and port. These two components are joined using ultrasonic welding equipment. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.